Event description:
It was reported that during a ptca/stent procedure the delivery system was used and reintroduced 3 times in attempts to cross a distal rca lesion. Predilation preceded each attempt. Reuse of the device, as well as removal through the guiding catheter is contrary to the IFU. Ultimately, the stent separated from the delivery system and was lost in the coronary. Angiographic results were acceptable so the case was stopped. The pt presented to the cath lab four days later with chest pain. The stent was located in the proximal rca with ivus. Unsuccessful attempts to retrieve the stent with a snare device, and thrombus formation necessitated the need for bypass surgery. The stent was removed during surgery. Reportedly, the pt was stable post operatively.